Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 42 mg/dl. Customer blood glucose level at the time of call was 200 mg/dl. It was unknown whether customer used auto mode. Customer stated that the retainer ring was cracked and reservoir was able to lock in place. Troubleshooting was declined for low blood glucose event. No further patient complications were reported.